Event description:
Patient complaints of burns from pads. Date of occurrence was in 2006. Setting was estim, chronic pain, interferential on lower lumbar region with 4 pads (~6-7" apart), lidocaine patch in the middle (cv mode). Therapist said that they turned up intensity until a muscle twitch occurred. This occurred at 80 volts when patient identified twitch. Treatment time was for 15 minutes. Therapist said that machine only operated for 10 minutes then displayed an error code, but does not remember the code #. Therapist re-ran treatment for another 10 minutes. Treating clinician applied lidocaine to the area on the patient where muscle stimulation was applied. The numbing of this medication did not allow the patient to feel the adjusted intensity beyond their threshold, this is a misuse of the muscle stimulator device.

Manufacturer narrative:
Software versions checked: control board - version 3.1. Main stim board - version 2.1. Ultrasound - version 2.3. Unit tested on technician running 2 session of ifc for 20 minutes with new leads and electrodes (3" self adhesive). Intensity of 20cv could only be achieved. Pain was too great to go any higher for technician. Unit tested for output on oscilloscope and waveforms verified. Four 3" carbon electrodes were returned with unit as well as (1) package of 1.25" round self adhesive electrodes. Carbon pads measured below 100ohms for resistance (acceptable). Results: no defects were found with unit. Electrodes used during treatment were returned. The 3" carbons electrodes tested to be acceptable and were returned with unit. The 1.25" round is too small of an electrode to use at 80volts. The current density would be extremely high. Unit was checked for functionality and passed. It is proposed that patient's ability to accurately perceive pain was inhibited by the use of the lidocaine in the same vicinity as the treatment was being applied. Unit returned to customer service for calibration of us and return to clinic.